Event description:
Pt reported receiving an e7 (electronic error) message on the infusion device. Pt stated he changed the battery, but now the vibroalarm does not work. Pt recently had an x-ray from his dentist. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.